Event description:
The rep reported the device was used during a laparoscopic salpingo-oopherectomy. It was reported the 511ox3 and a 35ol all had inside gasket shred early in the procedure resulting in the loss of pneumo. Even the port dedicated to the camera shredded. The rep did not observe any excessive instrument exchanges or the insertion of sharp objects through the gaskets. The case was completed by wrapping raytec around the trocars. There was no consequence to the pt.